Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and then passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display or no display anomaly noted during test. The insulin pump was received with cracked case atthe display window corner, cracked reservoir tube lip, minor scratches to the display window, corroded battery tube and cracked battery tube treads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had lines across the screen when the act button was pressed, making him unable to read it. The blood glucose reading was 124 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The display still did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.